Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles inside the blower kit. After the evaluation of the device, secondary finding was observed, and the third-party service center concludes device was corrected. If any additional information is received, a follow up report will be filed.